Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain, fever and cloudy effluent. The cause of peritonitis was reported to be due to improper diet (contaminated food). The patient presented to the hospital four days prior to receipt of this report, and was diagnosed with peritonitis. It was not reported if the patient was admitted for the event that day. The same day as diagnosis, the patient began treatment with intraperitoneal cephradine (dose and frequency not reported, duration unknown) and norfloxacin infusion (dose and frequency not reported, duration unknown) for peritonitis four days after the peritonitis diagnosis, the patient was hospitalized for the event. At the time of this report, the patient remained hospitalized, the effluent was clear and the patient was recovering from the event. Dianeal therapy was ongoing. No additional information could be provided as the reporter declined follow-up.